Event description:
During percutaneous drainage of infected biloma, a radioopaque marker, approximately 1.5mm in diameter, was stripped off a #4.5 french coaxial dilator. The radioopaque marker was left in the biloma.